Event description:
It has been reported to philips that the digitally controlled power supply (dcps) was defective. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the digitally controlled power supply (dcps) in the r-cabinet was defective. Review of log file showed errors and warnings in the image detector, collimator and pc. The system was restarted but it didn't resolve the issue. The fse confirmed that there was malfunction as multiple software units running on the host pc couldn't connect to their hardware devices and suspected issue with the host pc, network switch and the power supply. So, the fse repaired the dcps unit to resolve the issue. After the repair, the device was returned to use in good working order. The codes were updated based on the investigation outcome.